Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Distal wedge was found to have a white powder substance on it.

Manufacturer narrative:
Examination of the submitted sample confirms loose foam particulate on the device and packaging. The root cause of the debris was attributed to the foam packaging material which the device is packaged in for shipping. A preliminary risk assessment was conducted no additional patient harm related to the polyethylene debris on the augments was identified. The polyethylene foam material is completely non-toxic and biocompatible. Therefore, there is no risk of a biological response if the polyethylene foam were to remain on the augments. No corrective action taken based on the low frequency of occurence over the last eleven years. Monitor future reported events through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.